Event description:
On 31-may-2023 accelus was informed of a revision surgery to remove a flarehawk 9 implant. The initial plif procedure took place on (B)(6) 2023. During the initial procedure, the surgeon placed two cages of the same size in the level, one cage failed to deploy and was removed according to the surgical technique manual. Subsequently, another implant of the same size was placed. Postoperatively, it was discovered that the shim had migrated and will require a revision surgery to remove the implant. Reportedly, the surgeon did not believe it was a failure of the implant. The surgeon expressed that during the initial surgery the cage was not locked as outlined in the surgical technique manual. No additional patient harm was reported.